Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a fresenius custom combi set bloodline that separated during a patient¿s treatment. The separation occurred between the heparin and blood line approximately 2.5 hours into the patient¿s hemodialysis treatment. The fresenius 2008t machine did not sound any alarms, as this was an external blood leak. The estimated blood loss to the patient was 100ml, and the patient opted not to complete their treatment. There were no symptoms, injuries, adverse events, or medical intervention to the patient as a result of the issue. The blood lines were discarded and are not available for return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.